Manufacturer narrative:
The device was evaluated by a field technician; the customer declined to return it to the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.